Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent left chest wall stimulation as the patient describes as muscle spasms in their left chest wall. The left ventricular (lv) lead vector was adjusted and the lead remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.